Manufacturer narrative:
A supplemental MDR will be submitted upon device evaluation.

Event description:
It was reported by a biomedical technician that the ultrafiltration (uf) rate was stuck at 300 ml during the treatment when the goal was set to 4200ml and the time for uf was 3:00 hours. During follow up another biomedical technician reported the patient had a total uf of approximately 500 ml of the prescribed 4200 ml at the end of treatment. The desired clearance was not reached. The patient went home following treatment and was advised to watch fluid balance before next treatment. There was no adverse event. The technician did not have patient details available. The machine remains out of service. Further information has been solicited but not yet made available.

Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
The patient information has been made available. The machine was returned to service following testing.